Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported with one syringe of juvéderm® ultra xc the "needle would not screw on because the hub connector was faulty." The product was lost. No injury occurred. Packaged needle was used.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml was received without cap or needle in an opened tray. Visual analysis of the returned device noted a crack is observed on the luer taper, a plastic part is missing.

Event description:
Additional information: patient only had contact with the needle and the product was "leaking at hub of syringe around needle."

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
Healthcare professional reported with one syringe of juvederm ultra xc the "needle would not screw on because the hub connector was faulty." The product was lost. No injury occurred. Packaged needle was used.